Event description:
A patient was enrolled in the study in 2008, with 2-vessel disease. The main indication for the procedure was stable angina pectoris. Three months later, the patient experienced a q-wave, anterior, target vessel related to myocardial infarction. Peak ck was three times above the upper normal level, troponin was greater than or equal to five times above the upper normal level and peak ck-mb was normal. It was also noted that the patient had a 90% occlusion in the proximal left anterior descending. This was treated with the implant of a 3.0 x 23mm cypher select plus stent. Five days later, the patient suddenly died. It was reported as a cardiac death. There was no evidence for stent thrombosis or myocardial infarction. The target lesion was a native, de novo, ostial, smooth, readily accessible, concentric, type b1 proximal to mid left anterior descending. The reference vessel diameter was 2.75mm and the lesion length was 16mm. Pre-procedure diameter stenosis was 75%. The lesion was pre-dilated with a 2.75 x 20mm balloon at 14 atm and a 2.75 x 23mm cypher select plus stent was implanted at 9atm with satisfactory results. The stent was implanted due to a dissection (unknown wire and unknown balloon). The stent was not post dilated. Post-procedure diameter stenosis was 0%. The patient's pre-procedure medications included: aspirin, statins, ace inhibitors, beta-blockers and clopidogrel. The patient's intra-procedure medications included: aspirin, heparin and clopidogrel. The patient's post-procedure medications included: aspirin, ace inhibitors, insulin beta-blockers and clopidogrel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within 30 days of receipt.